Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level between 539 mg/dl to displayed as "high"; although specific value was not provided. Cause was not known. Customer to replace supplies as necessary and resume insulin. Customer continued to use the pump for insulin therapy.